Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
The retention dome was detached during traction removal. The indwell time was 6 months.